Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In the initial report, section b5 was not updated, the correct b5 should be- the patient has alleged seeing particles in the device. There was no report of patient harm or injury. The device along with a humidifier was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of device and humidifier were completed by the manufacturer and found evidence of contamination on the inlet filter. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 7 instances of e-53, 1 instance of e-72, and 8 instances of e-63 on the error log. The manufacturer concludes the contaminates found were consistent with contamination on the inlet filter. The manufacturer confirmed there was evidence of sound abatement foam degradation. Section d9, g3, h6 have been updated/corrected.